Event description:
The customer states that she tested her blood glucose and rec'd a reading of 214 mg/dl using her contour meter. The customer stated that she was sweating and shaky, so she retested using another meter and rec'd a reading of 46 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer performed control tests while troubleshooting and both results fell within the normal control range. The customer's test strips are to be returned for eval. Replacement test strips were sent to the customer.